Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. After a detailed batch review, a discrepancy was found. This warrants further action and a nonconformance, this complaint will remain open until completion of the nonconformance. There was no report of patient involvement as a result of this complaint. No additional event details have been provided to date, should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported and depicted via photo, the presence of foreign matter that looked to be a piece of hair adhered to the aquacel extra hydrofiber dressing sealed inside of the primary packaging.

Manufacturer narrative:
The following investigation results were erroneously omitted from initial MFR# 1000317571-2016-00011, submitted on february 24, 2016: a sample was not available for review. A photograph was received and confirms evidence of a hair. A nonconformance (nc) was created for the discrepancy identified in the photograph only. The investigation has been based on batch history record review. All required specification was met and documented within the batch records. There were no discrepancies noted in the batch record related to the reported complaint issue. Lean operating information system (lois) was reviewed and no issues were identified relating to the complaint issue. Preventative maintenance (pm) reviewed and all were completed to schedule. Machine logs were reviewed and there were no issues relating to the complaint issue. The following answers to complaint follow-up questions were received on february 25, 2016 and erroneously omitted from initial MFR# 1000317571-2016-00011, submitted on february 24, 2016: question: what is the title of the healthcare professional (e.g. Nurse-rn, physician): answer: the healthcare professional's title is nurse-chief. Question : how long was this specific product used by or on the patient: answer: not used. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
This supplemental report is being submitted as there was no sample received for review and the non-conformance has been closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/ event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on may 19, 2016.